Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary right l5-s1 spinal root decompression. Ten days later, the patient presented with "incisional pain". The investigator noted the event as mild in intensity. No treatment was prescribed by the physician. It was reported by the investigator that the condition resolved without treatment when the patient was last seen a little over two months later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible explanation for the event.